Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump was received with operating currents within spec. The insulin pump passed elf- test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25 and power loss alarms were triggered when backup battery loaded voltage for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. The insulin pump was received with cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown. The notes state there was a power error. The insulin pump will be returned for analysis.